Event description:
Customer reports low blood glucose symptoms with result of 109 mg/dl obtained on the aviva system. Ambulance was called, and customer tested 32 mg/dl on professional device within 10 minutes of result of 109 mg/dl. Customer was treated with an IV containing glucose and taken to the hospital. Customer was given juice and graham crackers and kept in the hospital overnight. Low blood glucose symptoms improved 3-4 hours after arriving at the hospital. Requested return of suspect device and replacement was sent.